Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was peeled. The procedure was completed with another thunderbeat device. There was no pt harm reported.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore could not evaluate the referenced device. Osmc received the photo of the device and investigated the photo. As a result, osmc confirmed that the ptfe pad was partially peeled. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was partially peeled since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as medical device report in an abundance of caution.